Event description:
Physio-control examined the device and observed that it would intermittently fail to detect the therapy cable connection due to excessive wear on the connector. The device would not charge periodically depending on the connector's positions.

Manufacturer narrative:
(B) (4). Physio-control replaced the internal therapy connector assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed internal therapy connector assembly and determined the root cause of malfunction to be pin #1. The pin #1 contact tabs were spread apart so that the therapy cable connection is lost.